Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
The patient experienced a return of symptoms, increased tightness. Spasticity was worse in the thighs and the ankles were loose. It had not been possible over the last year to get adequate control of the patient's tone. He was admitted to the emergency department. There were no other symptoms of withdrawal, no spasms, clonus, or itching. The patient used to walk with a cane and could no longer walk. There was a volume discrepancy; the actual residual volume was greater than the expected residual volume by .8ml. Dye and rotor studies on (B)(6)2009 did not reveal a problem; the pump appeared to be functioning normally. The patient did respond to a therapeutic bolus and his dose was increased 10%. He also had lower extremity weakness and underwent MRI of the thoracic/lumbar spine. The impressions were: post-operative changes l4-l5 with resolution severe central canal stenosis, no recurrent disc protrusion, multi-level degenerative lumbar spondylosis, otherwise stable; mild degenerative spondylolisthesis of l4 and l5, unchanged. It was later stated in (B)(6) 2010 that there was a loss of drug effect/return of symptoms and a possible catheter malfunction. The pump contained lioresal. Further information is being requested from the hcp.